Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the ground prong was bent on the ac power cord. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The ac power cord was received on (B)(4) 2010. Testing and investigation found that the ground pin was bent. The device passed the electrical safety test. The ac power cord was manufactured in 2004. The investigation and remediation specific to this is ongoing and is not complete at this time. The power cord involved in this reported event predates the "taller bridge" design that was the subject of recall z-0011-2010. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).